Event description:
This will be filed to report mitral stenosis. This research article is a retrospective case study designed to evaluate recurrent mr after mitral valvuloplasty treated with mitraclip. Complications identified in the study included: mitral stenosis, hospitalization, and surgical intervention. In conclusion, it is required to make a selection of treatment indications and clips while predicting whether the degree of ms after clip placement is acceptable, and planning of treatment strategies with reoperation in mind is crucial. Details are listed in the attached article titled, ¿a review of three cases of recurrent mr after mitral valvuloplasty treated with mitraclip.¿

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported mitral stenosis (therapy/non-surgical treatment, additional) could not be determined. The reported patient effects of mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgery and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, d6: dates estimated.